Event description:
There was a crack in axis direction on the radius during locking bone screw insertion.

Manufacturer narrative:
Although this would not be considered a reportable event, we became aware that this event was reported to pmda. We believe it provides FDA be made aware of this event as well. Additional associated mdrs: MDR number part number 3025141-2013-00126 unknown, 3025141-2013-00145 col-3140-s, 3025141-2013-00146 col-3140-s, 3025141-2013-00147 col-3140-s, 3025141-2013-00148 col-3140-s, 3025141-2013-00150 col-3140-s, 3025141-2013-00151 col-3140-s, 3025141-2013-00152 col-3140-s, 3025141-2013-00153 col-3140-s.